Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number gd879171 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis and was hospitalized at that time. The cause of the peritonitis was not reported. It was not reported whether a peritoneal effluent culture was performed. Treatment for the event of peritonitis was not reported. It was not reported whether dianeal therapy was ongoing. It was not reported whether the event had resolved. An opinion of causality was not reported for the event of peritonitis and dianeal pd4 ambuflex therapy.